Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that he had issue of turned off and auto off issue. Customer's blood glucose was 120 mg/dl. The customer also reported that he had a no delivery alarm yesterday and prior to that he had a low reservoir alarm at school. The customer stated that the no delivery was for an empty reservoir. The customer also got a button error on his pump as well.